Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that probably a few months ago they noticed that every time they charged their implantable neurostimulator (ins) they felt a "shocking voltage sensation" at the ins site and all the way down into their groin. The patient indicated that they stopped using the recharger because they mentioned that their ins battery was completely dead at the time of the call. The patient stated that they always had a layer of clothing on when they charged the ins, and they used the belt as well. The patient met with their managing hcp a couple of months ago, and the hcp told them to call sunmed to try and get a replacement recharger. However, the patient could not get ahold of sunmed so they called their hcp yesterday and they advised the patient to call their representative. The rep told the patient that the issue might stem from the recharger, and advised the patient to call patient services to request a replacement recharger. The rep told the patient that the ins might need to be replaced if the replacement recharger does not resolve the issue. A request was sent to the repair department to replace the recharger.